Event description:
It was reported that a patient had connected themselves to the patient line of their cassette prior to properly priming the patient line. The patient identified the error while connected for their initial drain of therapy. During troubleshooting, it was noted that the patient line clamp had been closed during the priming phase of therapy which resulted in the incomplete prime. The technical service representative assisted the patient with ending therapy. Proper procedures were reviewed and the patient was to start therapy over using new supplies. There was patient involvement but no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This is a report of a patient who had a closed clamp on their patient line during the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide advises the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It also warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.